Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error and had red x on screen. Customer¿s blood glucose was 132mg/dl. Customer reported that they received the open book image on the pump screen. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Corrosion was found on the inside of the battery tube and moisture damage was also found on the motor and force sensor during visual inspection.